Event description:
It was reported that the programmer would not power up and had physical damage to the screen housing. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device would not power up. The device powered up and interrogated with no issues. Programmer was powered on for an extended period of time and no fault was found. The power supply was replaced as a preventive measure. It was also noted that the hinge plate screws were missing, the power cord bay tabs were damaged, the right keyboard hinge was broken, and the keyboard cover was missing. (B)(4).